Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up medwatch report will be submitted with the evaluation results or if additional information becomes available.

Manufacturer narrative:
(B)(4). Device evaluation: the reported malfunction of a mini-infuser which stopped infusion during delivery was confirmed and reproduced. The root cause was attributed to a corroded on/off switch. The on/off switch assembly was replaced to fix the problem. Additional information: a service history review revealed no previous service events were related to the reported condition. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional information be received, a follow-up medwatch will be submitted.

Event description:
The facility representative contacted baxter to report a mini-infuser which stopped infusion during delivery. The event occurred in the intensive care unit. There was no patient involvement. There is no further complaint information available.